Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred.the lesion being treated was located in the ostium of a saphenous vein graft (svg). The physician implanted an unknown size ion stent. However, a larger portion than desired of the ion stent was out in the aorta. The physician put a balloon in the portion extending into the aorta and inflated the balloon, pulled up and down on the balloon to intentionally flare the stent. When the balloon inflation process was completed the physician felt it looked funny or had more damage than anticipated. Good flow remained and there were no patient consequence. No patient complications were reported and the patient's status is fine.